Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, additional patient information was not provided.

Event description:
It was reported that the IV tubing set "snapped" at the connection of the syringe adapter "white piece" and the upper fitment of the tubing, causing an interruption of an epinephrine infusion to the immediate postoperative patient. The clinician clamped the line and restarted the infusion using a new tubing set. There was no consequence or impact to the patient.

Event description:
It was reported that the IV tubing set "snapped" at the connection of the syringe adapter "white piece" and the upper fitment of the tubing, causing an interruption of an epinephrine infusion to the immediate postoperative patient. The clinician clamped the line and restarted the infusion using a new tubing set. There was no consequence or impact to the patient.

Manufacturer narrative:
The customer¿s report that the IV tubing set "snapped" at the connection of the syringe adapter "white piece" and the upper fitment of the tubing was confirmed. The stress marks and uneven surfaces on the corresponding areas of breakage on the vented spike component indicate an external (lateral) application of force had been applied to the component during use. Functional testing could not be performed due to the set¿s break. The root cause of the breakage was identified as an outside force being applied to the component. The root cause of the outside force could not be identified.